Event description:
It was reported that the surgeon had issues with two of the same lot number. The issue with the part that goes over the silicone sheath. As the devices gets too hot, the silicone starts melting and it is cauterizing areas that the surgeon does not want to cauterize. It was reported that there was no patient injury.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.